Event description:
It was reported that high capture threshold was observed on the left ventricular lead. A revision was performed to attempt to reposition the lead. However, during the procedure, the physician elected to replace the ICD for unrelated reasons and the lead was turned off on (B)(6) 2016. No further information was provided.